Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an acute increase in right ventricular (rv) lead pacing capture threshold in per the lead trends and the physician noted noise on the lead as well. There was no evidence or documentation of the lead noise in patient's clinic record or in the device itself, and gentle pocket manipulation performed did not elicit any observed lead noise via device telemetry/electrograms (egms). The patient was brought in for a lead revision. A venography noted possible occlusion or stenosis which could impede a new lead placement. The physician decided not to replace the lead but to continue monitoring. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.